Manufacturer narrative:
A correction is being submitted due to product evaluation findings. One pressure monitoring set was returned for evaluation. Report of tubing to the vamp disconnected was confirmed. As received pressure tubing was found completely broken from the bond joint vamp adult reservoir. Cross surfaces of broken tubing appeared rough and uneven. Therefore, this is no longer considered to be a reportable event. No other visible damage was observed from returned kit. The device history record review was not completed as the lot number was not provided.

Manufacturer narrative:
Additional product codes include. Dxo transducer, pressure, catheter tip. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record review was not completed as a lot number was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use the pressure monitoring set had blood that backed up into the vamp and the rn attempted to apply pressure to the vamp plunger to return the blood. Upon doing so, the tubing proximal to the vamp on the patients side disconnected at the connection point. No air was introduced and there was minimal blood loss as the nurse was present at the time of disconnection. The vamp tubing was changed immediately. There was no patient injury. It is unknown if the device is available for evaluation.